Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose over the past 2 days. She stated yesterday she received an e4 (occlusion) error on the infusion device and she changed the battery, insulin cartridge, and infusion set to clear the error and her blood glucose remained elevated. She woke up at 4:40am on (B) (6) 2010 and she felt nauseated and her blood glucose measured 459 mg/dl. She injected insulin via pen and her blood glucose decreased to 186 mg/dl by 7:30am, and then elevated to 350 mg/dl at 9:45am. At the time of the report she was waiting to meet with her physician. She stated her normal blood glucose range is 90-130 mg/dl. Troubleshooting did not reveal any product issues. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.